Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. At the routine 45-day follow up, transesophageal echocardiography (tee) revealed a thrombus on the limbus side of the closure device. There were no leaks noted. The patient medication regime was changed from aspirin and brilinta to eliquis 2.5 bid.